Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with chest pain (cp) and found to have non-st-segment elevation myocardial infarction (nstemi) with therapeutic international normalized ratio (inr) and nonobstructive coronary artery disease (cad) on the left heart catheterization. There was no evidence of thrombus on the cardiac computed tomography angiography (cta). The patient's log files were submitted for review. The log files noted a few low flow flags on (B)(6) 2026 that were not sustained long enough to activate the audible alarm. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment operated as intended. It was later communicated on (B)(6) 2026 that the device operated as expected and the cause of the low flow alarms were due to low fluid status. The patient was discharged.